Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an unknown call service alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: call service 060 alarms and 054 alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms duplicated. The alleged issue could not be duplicated during the investigation.